Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the procedure was an interventional endovascular procedure for a superficial femoral artery (sfa) long chronic total occlusion (cto) case. An ipsilateral approach was used. Pre-dilation was performed. A smart flex 6 x 12 was successfully deployed in the distal sfa. A smart flex 6 x 10 was being deployed and suddenly shorting happened at the proximal part. The expected stent length was ten (10) cm. But it appeared to be about seven (7) cm. An additional smart flex 6 x 4 stent was used and one more powerflexpro 7 x 4 (p-pro 7-4) balloon catheter was used. The procedure was completed successfully with no patient injury. A picture is attached. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that films are not available. The target lesion was a chronic total occlusion (cto). The stent delivery system (sds) did not pass through any acute bends. There was no reported difficulty advancing the sds towards the target lesion. It was not known if there was any unusual force used at any time during the procedure or if there was any thrombus present proximal to, at, or distal to the lesion site. There was no reported difficulty or resistance noted while crossing the lesion with the stent. An additional smart flex 6 x 4 stent was implanted proximally with a one (1) cm. Overlap. The additional stent was fully expanded with good wall apposition. The lesion was post-dilated after stent implantation with the powerflexpro 7 x 4 balloon catheter (bc). The residual stenosis was not known but there was good flow reported. The product was stored and handled according to the instructions for use (IFU). The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was nothing unusual noted about the stent delivery system prior to use. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the site reported that a deployed 6 x 100mm 120cm smart flex vascular stent was shorter than expected. The patient was successfully treated with the placement of an addition overlapping 6 x 40mm smart flex stent and post-dilation with no reported patient injury. The event involved a patient undergoing a percutaneous endovascular intervention of a target lesion in his/her superficial femoral artery (sfa). This lesion was described as long and a chronic total occlusion. The patient¿s vasculature was accessed via an ipsilateral approach and the lesion pre-dilated. This was followed by the successful deployment of a 6 x 120mm smart flex stent in the distal portion of the sfa. The site reported that the 6x 100mm smart flex (complaint product) had been stored, handled, inspected and prepped according to the instructions for use (IFU) and no damage of the device was noted prior to use. No difficulty was encountered while advancing the stent delivery system (sds) towards the lesion and the sds did not pass through any acute bends. No resistance was experienced when crossing the target lesion. When the 6 x 100mm smart flex stent was deployed, the site reported that it suddenly shortened in its¿ proximal portion for a final length of 70mm. The patient was treated with the successful proximal placement of an overlapping (by 10mm) 6 x 40mm smart flex stent with good wall apposition. The lesion was then post-dilated with good flow reported and no reported patient injury. An image of the deployed stent in the patient¿s left sfa was provided. No contrast images are provided. The stent appears well expanded. This image does not include a reference scale and an estimation of the stent length based on this image is not possible. Without more information about the characteristics of the vessel (tortuosity) or films with different views of the patient¿s anatomy, it is not possible to determine whether the stent was shorter than its¿ labeled length or not. The paucity of this image and the lack of index procedure films make it difficult to fully evaluate this event. The stent remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis or better images of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the IFU, the safety and effectiveness of this device has not been demonstrated in lesions that are either totally or densely calcified. Based on the information available for review, there are vessel characteristics (long cto) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.